Event description:
It was reported to philips that the system would not turn on.the system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system not switching on. After reviewing log file fse does not found any report related malfunction. Fse checked power supply area and then fse reconnected the cables and after reconnecting cables, the system was returned to use in good working order. The codes were updated based on the investigation outcome.